Event description:
It was reported that the insulin pump was not turning on after exposure to moisture. The customer tried replacing the battery but received an open book image that which resulted high blood glucose requiring emergency medical services ems) intervention and treated them with manual injection. The customer was taken to the emergency room with a blood glucose of 540 mg/dl and was given fluids as treatment. Customer experienced symptoms of hyperglycemia such as feeling sick and throwing up but was discharged within 24 hours. Customer declined further troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank display. Unable to verify critical pump error (open book image) alarm, pump/transmitter communication anomaly, sensor anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a blank display.unable to download pump traces and history file using thump due to a blank display.unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found corrosion/moisture damage on pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion/moisture on the pcba 1 and pcba 2. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection.the test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs/low bgs. Unable to verify critical pump error (open book image) alarm, pump/transmitter communication anomaly and sensor anomaly, perform the required testing, upload pump to carelink, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to corrosion/moisture on the pcba 1 and pcba 2.during visual inspection, corrosion/moisture damage was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.